Event description:
It was reported the ipg was moving in the pocket. As a result, the patient underwent a revision surgery wherein the physician made the ipg pocket smaller and tighter to address the issue. See related manufacturing report number: 3006705815-2025-05903.

Manufacturer narrative:
A patient experiencing migration at the ipg site was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.